Event description:
It was reported that the patient with this implantable pacemaker experienced pectoral muscle stimulation related to the change in pacing vectors as the pacemaker was found to be in safety mode. The patient mentioned that the stimulation had been present for three months. The patient was put on a drip to increase the heart rate before pacemaker replacement. The pacemaker has been replaced and a new one implanted at this time. No additional adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this implantable pacemaker experienced pectoral muscle stimulation related to the change in pacing vectors as the pacemaker was found to be in safety mode. The patient mentioned that the stimulation had been present for three months. The patient was put on a drip to increase the heart rate before pacemaker replacement. The pacemaker has been replaced and a new one implanted at this time. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker found it to be in safety mode. The accolade battery shorting associated with torn tube insulation was likely caused by sharp notch corners on the tab portion of the cathode collector. A change notice was completed for these models so that the these sharp notch corners were rounded and this was implemented in june-2018. This investigation will be updated should further pertinent information be provided.